Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The device presented with fluid loss due to a small pinhole in the balloon. The aus was explanted and replaced; a smaller cuff was placed. There were no additional patient complications.